Event description:
Customer discovered, while performing preuse checks, the ventilator failed to cycle. The ventilator was taken to the bio-medical dept to be evaluated. The bio-med is still evaluating the ventilator and the defective part is unk.